Event description:
It was reported there was a telemetry failure. The programmer and programmer rf (radio-frequency) head were returned for repair and test/calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the telemetry failure was due to the cable was out of electrical specification. It was also noted that the label was missing. Concomitant medical products: product ID 2090 programmer; product ID 2290 pacing system analyzer. (B)(4).